Event description:
Additional information was received from a consumer (con). It was reported that the patient thought that the fall had nothing to do with the electric shock. The shock didn't happen until a day, or so, later and occurred when they made a change to the stimulator. They saw an assistant to a hcp on (B)(6) 2017, who checked the device and adjusted it to a different program which, after a day or so, was very uncomfortable. They gave it time, but turned it off. The patient had another appointment on (B)(6) 2017. They felt like something was going on in there. When they felt where the ins was located, it didn't feel smooth like it did before; it felt like there was a dent in it. They didn't notice the dent until after they saw the hcp assistant. They couldn't help but feel that there was something there that wasn't quite right. The first hcp gave them myrbetriq. The reason for the fall was noted to be because they got their foot caught in a blanket while changing their bed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced an "electrical shock" when she try to make an adjustment and turned implant off. The patient doesn't want to turn it back on until she sees a healthcare provider (hcp). Patient stated she thinks implantable neurostimulator (ins) needs to be replaced because she has it for 6 years. The patient hcp relocated and patient does not have one at the moment. The patient also reported a fall in april and could be related to this issue. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim.

Event description:
Additional information was received. Consumer reported they were not sure why there was a dent, but that their appointment solved all problems and everything was working fine. No further complications reported/anticipated.